Event description:
During a carotid pta/stenting treatment procedure, stent deployment difficulties were encountered. While withdrawing the stent release sheath (approx 1 cm), the sheath became stuck at the 'point of no return.' The physician pulled further on the stent covering sheath until he felt a "click" and the system had broken in two pieces. The physician retrieved both portions of the stent delivery device as well as the stent itself. Another carotid wallstent was successfully placed without further difficulties. According to the physician, a few hrs following the intervention, the pt experienced a tia demonstrated by symptoms of left hemiparesis, in which a small emboli was detected in the brain. The pt recovered after 48 hrs without surgical intervention. The pt was discharged to home with regular follow-up visits. This product is approvedous only, but it is similar to a device marketed in the us.